Event description:
It was reported that the patient had high impedances, greater than 40 ,000 ohms, on his implantable neurostimulator. Whenever the patient would turn his head, neck or shoulder he would feel pain in their shoulder and down their right arm. The patient also felt a surge in his right shoulder but no information indicated if it was dependent, or independent, of head movement. It was stated that the patient's "control" was ok. The concomitant lead was to be x-rayed to test for lead fracture. Additional information had been requested, but was not available as of the date of this report.

Event description:
Follow up information reported that an x-ray taken showed that the extension component of ins system was fractured and was replaced on (B)(6) 2012 (reconnected to ins that was already in place). Intra-operative impedances showed no problems. The patient was reprogrammed and discharged home. If additional information is received, a follow up report will be sent.

Event description:
Follow up information received from the healthcare professional reported that the cause of the event was unknown but confirmed that all impedances were abnormal and a break of the extension observed. The patient symptom of intermittent shocking on the right side of their neck area was reported. The patient outcome was reported as recovered without sequelae.

Manufacturer narrative:
Lead model 3389-40, lot # j0114191v, implanted: (B)(6) 2002, explanted: na. Extension model 7495-51, serial # (B)(4), implanted: (B)(6) 2002, explanted: na. Programmer model 37642, serial # (B)(4). Concomitant system: neurostimulator model 37602, serial # (B)(4), implanted: (B)(6) 2011, explanted: na. Lead model 3389s-40, lot # v668795, implanted: (B)(6) 2011, explanted: na. Extension model 7482a51, serial # (B)(4), implanted: (B)(6) 2011, explanted: na.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).